Manufacturer narrative:
Reported event of fiber broke (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 17, 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber snapped. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was returned for evaluation. Visual analysis revealed that the fiber was returned broken. The returned piece measured approximately 91.5 cm from the top of the connector to the break. The remainder of the fiber was not returned. The condition of the returned product confirms the reported event. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 17, 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber snapped. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.